Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a bent outer tube, a broken off eye piece funnel, and a broken lens in the optical system. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 70°, high definition had a lens break off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to excessive force. Olympus will continue to monitor field performance for this device.